Event description:
Reportable based on analysis completed on 16nov2018. It was reported that crossing difficulties were encountered. The 90% stenosed. 12mmx4mm target lesion was located in the moderately tortuous and calcified right coronary artery. A 4.0mm x 8mm quantum maverick balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft detachment. Device evaluated by manufacturer: the returned product consisted of a quantum maverick balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the hypotube is separated 89cm from the hub. The separation in the hypotube appears to have been kinked prior to separation. There are multiple kinks along the hypotube. Microscopic examination revealed no additional damages. There is blood present in the inflation lumen, guidewire lumen and balloon folds. The balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.